Event description:
The customer reported to the philips response center (rc) that device was displaying the internal blood pressure (ipb) abp equip malfunction inop upon power on and when measurements were taken. There was no adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4).